Manufacturer narrative:
Findings: pump received with blank display due to battery tube connector not plugged in properly. And pump functioned after plugging. Unable to verify alarm, alarm and unable to perform functional tests including rewind, displacement test, basic occlusion test, occlusion test, prime test, no delivery test due to blank display. No moisture damage on electronics and motor noted. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 585 mg/dl at the time of the incident. The customer was informed that energizer aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.